Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. During the extraction of the right ventricular (rv) lead, the superior vena cava (svc) and right atrial (ra) junction was torn. Antibiotics were administered to the patient, and the patient was placed on bypass to repair the tear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.